Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on the assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after laser assisted flap creation of the left eye, the flap was unable to be opened superiorly beginning from the center to the periphery. The physician was unable lift flap and finish the operation with excimer laser. Additional information is requested.